Event description:
The issue occurred during an unspecified therapeutic procedure.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information and the results of the legal manufacturer's final investigation. Updated fields: b3, b5, d8, h3, h4, h6, h7, h9, h11. The device was returned to olympus for evaluation and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image turned purple, loose connection point between the light guide connector and the video cable, water leakage into light guide cover glass and dirty cover lens. A definitive root cause could not be established. Based on the results of the investigation, it is likely that the malfunction was due to loose connection point between light guide and video cable and water leakage into light guide cover glass that is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
It was reported, that the rigid video scope exhibited image noise. There was no report of patient harm.